Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device main drawer had failed due to connection issue. A field service engineer powered off, reseated all connection within drawer and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer failed to open. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.